Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the difficulty deploying the stent; however the foreign body in the patient appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Sus voluntary event report: #mw5064158 was received stating: during attempt of stent delivery the stent position shifted during balloon inflation into the ascending aorta and was therefore not removed thorough the right femoral sheath. The stent was not retrieved out of the body and therefore likely embolized to the right leg circulation.